Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. This condition was determined to have been caused by a seized motor. The motor assembly was replaced.